Event description:
Reporter indicated a vns (B) (6) computer was freezing during interrogations. Performing a hard reset did not resolve the screen freezing. The suspect computer and flashcard have been returned and are currently in product analysis.